Manufacturer narrative:
Nothing is being returned; complaint device discarded at user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this, we cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of a rapidloc meniscal fastener for fixation, the silicone fastener retention tube fell off of the inserter needle and into the patient's joint space. The tubing was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.